Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 95 to 103mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 200 and 173mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is 12/29/2016. The meter memory was reviewed for previous test result history (customer can't read time and date): (B)(6). Customer received replacement meter and states he is satisfied. Customer states he read hi with replacement meter. Customer states his normal range is 95-103mg/dl fasting. Customer denies need for medical attention at the time of call and denies signs and symptoms of hyperglycemia. Customer states he went to the hospital twice since he last spoke to us. Customer began getting readings in the 300's-400's and went to the hospital. The first visit the customer was admitted to the hospital with 425mg/dl fasting on (B)(6) 2016 and was admitted with hyperglycemia and the hospital stay was from 6pm-10pm. Customer states he was given an insulin pen to use and was discharged that same day. Customer states his meter read hi on (B)(6) 2016 at 12:04 pm but did not go to the hospital until the next morning. The second time the customer was admitted was on (B)(6) 2016 and was admitted from 10am-10pm for hyperglycemia. Customer states the doctors gave him insulin and customers blood glucose levels continued to rise. States he had two doctors who agreed to increase his insulin. Once stabilized customer was discharged and states the doctors increased his insulin dosage he normally takes. Customer could not read the time and date the meter displayed. Customer states result 305mg/dl was non-fasting. Back to back blood tests were after eating and after insulin administration 15 minutes apart.